Event description:
The device was used to monitor a pt during a code. The pt was diagnosed as cyanotic, pulseless and unresponsive. When monitoring the pt's ECG using the paddles, the monitor displayed ventricular fibrillation. A shock was administered and the pt was resuscitated. Later, when the stored ECG strips were printed, the ECG rhythm was described as high amplitude negative spikes. There were no adverse affects to pt care reported as a result of the alleged problem.